Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0w4zf, implanted: (B)(6) 2015, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the system was coming out of the pocket and skin. The patient was diabetic and the wound would not heal. The hcp looked at the incision and saw the device. An explant was going to occur on (B)(6) 2016 and they were going to put in another one on the opposite side. The issue was not resolved at the time of this report. The patient was alive with no injury. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.